Event description:
It was reported that the catheter would not sense/capture despite several attempts to adjust the sensitivity. There were no patient complications.

Event description:
It was reported to baxter (B)(4) that a infusor sv2 overinfused during patient use. According to the reporter, a (B)(6) male patient (a.m.) Was undergoing chemotherapy treatment through a folfox avastin protocol. The reporter stated that the infusor was filled on (B)(6) 2009 at 09:00 with sodium chloride (nacl) and 3100mg of 5-fu (B)(6) with a total fill volume of 96ml. Per the customer, the solution was not filtered, no issues were observed during the priming step, and no forced primed was performed. The infusion started on (B)(6) 2009 at 13:00 and emptied at 19:30. The flow was checked after the filling step and no air bubbles were observed in the inlet. According to the reporter, the infusor was connected to the patient through a huber needle located at the level of the chest, the patient was caring the infusor at the level of his waist, and there was no other infusion connected at this access point. There was no report of patient hyperthermia nor a heat spot located close to the patient. The actual infusion was 6 hours and 30 minutes whereas the expected infusion was 48 hours. There is not report of patient injury or medical intervention.

Manufacturer narrative:
Customer report was confirmed. The thermistor was found to have an intermittent open condition when flexing the catheter tip area. A cut down was performed just proximal of the thermistor bead and continuity testing confirmed the intermittent condition to be located at the thermistor bead. No other abnormalities were found.